Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect anatomy. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the chronic total occluded, mildly calcified, mid inferior vena cava vein. A 2.0 x 120 mm armada 14 percutaneous transluminal angioplasty (pta) catheter was advanced with no resistance felt to the lesion and upon inflation to 8 atmospheres the balloon ruptured as evidenced by contrast escaping from balloon under fluoroscopy. The pta catheter was removed from the anatomy and replaced with a new balloon dilatation catheter to successfully complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Additionally, it was reported that the armada 14 device was used to treat a mid, inferior vena cava vein. It should be noted that the armada 14 pta catheter global instructions for use (IFU), states: the device is intended to dilate stenosis in femoral, popliteal, and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. In this case, it could not be determined if using the armada to treat a mid-inferior vein contributed to the rupture. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.